Event description:
The event involved a primary set, 1 clave y-site, secure lock, 100 inch where it was reported malfunction/unstable drop continue regulator. The event was noted during use in patient. Product failure was at the clamp. No medical intervention and no blood loss. There was patient involvement, no patient harm and no delay in critical therapy. This is the forth of five occurrences.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.